Event description:
It was reported that parts of the pump¿s graphical interface disappeared from the pump touch screen. Customer's blood glucose was 149 mg/dl. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.